Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services on (B)(4) 2018. The local representative reported that a revision procedure was done. The subcutaneous implantable cardioverter defibrillator (s-ICD) system had been implanted on (B)(6) 2017. At the time of the implant procedure, high defibrillation thresholds were encountered. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The original s-ICD device and electrode placement was too low. High defibrillation thresholds (dft) were encountered back in (B)(6) 2017 at the time of the implant procedure. Both the s-ICD device and electrode were positioned higher. There were no patient adverse effects as result of the revision procedure. There has been no recurrent issues post-revision procedure.